Manufacturer narrative:
The device history record was examined for the subject EU-940 device. There were no problems observed during the manufacturing or testing noted in the DHR. Upon receipt of the subject device, ito conducted evaluation of the failure analysis of the returned device. Inspection of the returned device: measurement of output voltage: within the pre-defined specifications. Measurement of output electric current: within the pre-defined specifications. Measurement of pulse width: within the pre-defined specifications. Measurement of frequency: within the pre-defined specifications. Conclusion reached based on the investigation and analysis result: the subject device functions without any abnormality. Ito reminded the user of the correct usages, as described in the user manual. The healthcare facility did not disclose the information on the patient's age and weight.

Event description:
A patient was treated for whiplash from a traffic accident on the right side of his neck. The treatment was administered at high voltage with an output of 60-70 volts, a frequency of 4-10 hertz, and a pulse width of 20 micron seconds, for 10 minutes. A rash and burn developed on the right side of the patient's neck on the next day of treatment.